Event description:
It was reported that noise leading to oversensing and loss of pacing was observed on the device. Provocative testing was performed but noise could not be reproduced. The patient is pacemaker dependent. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.